Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
Customer reported a frequent problem with masimo oximetry. Called to patient bedside to evaluate desaturation. Spo2 - 85% with a waveform that could be constructed as correct. Further evaluation showed the probe was poorly on the finger and when replaced showed no desaturation. End user also said that the reading may have delayed weaning this patient.